Manufacturer narrative:
Sample collection and centrifugation data was not supplied. Qc resulted within specifications prior to the event. A field service engineer (fse) was on-site for two days in 2008. Fse noted a reagent probe forming a drip on the probe causing false level sense. Fse started pm (preventive maintenance). Fse cleaned reagent probe fluid coupling and noted drip stopped forming. Fse found a leak in reagent probe tubing and replaced the tubing. Fse ran carryover testing and performed system check and both met specifications. Fse verified repair per established procedures and results met published performance specifications. Fse stated that the drip on the reagent probe and the leak in the tubing caused false level sensing which caused aspiration of air. Fse stated he had disabled pipettor 1 on the first day he was at the customer site and the customer ran psa testing that night with no issues. Although hardware issues may have contributed to this event, a clear root cause for this event has not been determined to date, a malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low psa results generated by the unicel dxi 800 access immunoassay system. Customer reported to cts(customer technical service) that psa results of 0.0ng/ml were obtained on several patient samples. When the questioned samples were repeated on a different analyzer, psa results ranging from 0.4-4.5ng/ml were obtained. The exact patient results, however, have not been supplied to date. Erroneous results were not reported outside of the laboratory. There has been no report of change to patient treatment received by bci to date.